Event description:
The customer reported device turns on and off continuously. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.